Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the reason for call was patient reported charging their ins seemed to be taking longer over the past 2-3 weeks. Patient used to be able to charge the ins in under an hour, but now seemed to be taking 2+ hours. Agent asked when patient started charging the ins; patient said they try not to let the ins go below 30% before charging the ins. Agent had patient examine equipment; no visible damages. Agent advised patient turn stim off while charging to speed up process. Agent reviewed information with patient and they will monitor and call back if error messages or further difficulties arise.